Event description:
Patient underwent tee, CABG, vein harvest and aortic valve replacement. After implantation of the valve, echocardiogram revealed a leak. Exploration revealed a peri-valvular leak. The aorta was closed and the patient weaned off bypass. An echo revealed that a leak was still present. The valve was explanted and a new valve implanted. Examination of the valve revealed "one of the commissures of prosthetic valve had a lack of coaptation of the leaflets".what was the original intended procedure?aortic valve replacement, tee, endoscopic vein harvesting, ligation of atrial appendage.